Event description:
It was observed that during the device evaluation, the colonovideoscope's nozzle had foreign objects. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established. Is the reported risk/harm listed in the IFU? The events are detectable/preventable by handling the device in accordance with the following IFU. Evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection evis lucera gif/cf/pcf/sif type 260 series reprocessing manualchapter 3 cleaning, disinfection, and sterilization procedures. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.